Event description:
This is a case of misidentification associated with the user unfriendly screens listing patient's names, resulting in a consultant entering a progress note with data, and orders based on this data that had come from a different patient. The medication, intended for another patient, was administered. There was not any harm. Additional tests were needed for surveillance. At least one other physician, and several nurses, involved with the care of the same patient missed this error. The patient who was to have gotten the medication did not receive it. We are not aware of any adversity to the second patient.